Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 3000297180, 3000308106, and 3000275061 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that hst iii system (4.3mm) used for a coronary artery bypass procedure, didn't deploy correctly. No patient harm.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.